Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The tracker was noted to have some external damage, which caused the tracker to be out of calibration. The issue was resolved when the tracker was recalibrated. The system passed a system checkout and was returned to an operational condition. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there is an alleged inaccuracy on the right side tracker of the imaging device. There was no patient present when the issue was identified.